Event description:
It was reported that upon opening the 8x60 mm xpert pro self expanding stent system (sess), the delivery system shaft was noted to be kinked. The device was not used and there was no patient involvement. A new same size device was used to complete the procedure. Returned device analysis identified that the outer member was partially separated. No. Additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported kinked shaft was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. It is possible that inadvertent mishandling during unpackaging/removal from the tray contributed to the reported kinked shaft / noted partially separated outer member; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulty cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.